Event description:
It was reported that, during a medical procedure, this pacemaker exhibited noise oversensing on both the right atrial (ra) and right ventricular (rv) channels due to electromagnetic interference (emi). No adverse patient effects were reported. This pacemaker remains in service.